Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support. While on support, the patient had ventricular tachycardia runs overnight. An echocardiogram was done at bedside and the team repositioned pigtail away from lateral wall and ectopy was better. Support continued until weaning was successful, the device was explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation into vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly on manufacturer device report 1220648-2024-21865.